Event description:
The manufacturer received information alleging a "circuit disconnect" alarm sounded while replacing the circuit, and it did not respond upon pressing the mute button regarding a trilogy evo ventilator, while in use on a patient. There was no allegation of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.